Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the system, with no device alarms and no observed infusion set leaks, and a guided infusion set change was performed with subsequent downward glucose trend. Symptoms included headache. Outcomes included no medical intervention, no assistance from others, no hospitalization, and no steroid use. Investigation included troubleshooting and education with a set change and follow-up verification of improving glucose levels. Investigation of this case revealed no device alerts or confirmed delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.